Event description:
It was reported that during its maintenance inspection the external pulse generator's milliampere output was low. The generator was returned for service as well as for its annual test and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).